Event description:
It was reported "kink in the insertion wire discovered when opening the package, product not used on the patient". A new device was obtained for use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial guide wire and the product lidstock for analysis. No definite signs of use were observed. The guide wire protective tubing was not returned. Visual analysis revealed that the guide wire contained was kinked in two locations. The outside packaging of the sac was also noted to have several folds/creases. The lidstock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kinks in the guide wire measured at 70mm and 127mm from the distal tip. The guide wire total length measured 350mm, which is within the specification limits of 345mm - 355mm per the guide wire graphic. The guide wire outer diameter measured 0.521mm, which is within the specification limits of 0.508mm - 0.533mm per the guide wire graphic. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "sterile, single use: do not reuse, reprocess or re-sterilize. Reuse of device creates a potential risk of serious injury and/or infection which may lead to death. Reprocessing of medical devices intended for single use only may result in degraded performance or a loss of functionality." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained several distinctive kinks, and several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "kink in the insertion wire discovered when opening the package, product not used on the patient". A new device was obtained for use.